Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Troubleshooting for high blood glucose levels performed. Customer treated themselves via manual injection. Customer was in a rush and advised they have contacted their healthcare provider in regards to their high blood glucose. Customer advised their blood glucose has been high for a week and they will call back to troubleshoot.